Manufacturer narrative:
Batch review performed on 2 january 2025. Reverse shoulder system 04.01.0124 humeral reverse hc liner d 39/+6mm (k170452) lot: 2502969: (B)(4) items manufactured and released on 28-apr-2025. Expiration date: 10-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xd 24.5 (k193175) lot: 2505972: (B)(4) items manufactured and released on 07-may-2025. Expiration date: 14-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause:although a precise root cause cannot be established, these events are generally related to insufficient re-establishment of soft tissue tension after surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any manufacturing-related issue.

Event description:
At about 2 weeks from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the metaphysis and liner. The surgery was completed successfully.